Manufacturer narrative:
Product analysis: analysis of the programmer was unable to replicate the programmer overheating, however, the logs confirmed the power supply had overheated. Analysis also noted that the stylus tip was loose, the power supply and system fan were also replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.